Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms hypoglycemia on the reported event date. There were multiple meal announcements in a short period of time prior to the event. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by misuse of the meal announcement, with multiple meal announcements being delivered in quick succession during a period of hyperglycemia. This results in an excess of insulin, as the ilet was delivering correction insulin to respond to hyperglycemia, and therefore increases the risk of hypoglycemia.

Event description:
On (B)(6) 2024 an ilet user's husband reported the user's ilet was indicating a low blood glucose (bg). He disconnected the device and treated the user. The user, mumbling "help," was fed crushed skittles by their husband. Despite the low bg, the husband chose not to call ems or go to the hospital, relying on his 21 years of experience to manage the situation himself. He reported that the bg had risen to 56 mg/dl and was trending upward. The user was asleep, and the husband couldn't confirm if patient had lost consciousness.